Event description:
It was reported that on exam date: (B)(6) 2016 adverse event#1: severity-mild. Diagnostic test: no diagnostic test. Relatedness: surgical procedure associated. Surgical treatment: no surgical treatment adverse event#2: severity-mild. Diagnostic test: no diagnostic test. Relatedness: surgical procedure associated. Surgical treatment: no surgical treatment adverse event#8: severity-moderate. Relatedness: not related. Surgical treatment: no surgical treatment exam date: (B)(6) 2016 adverse event#3: severity-mild. Diagnostic test: no diagnostic test. Relatedness: surgical procedure associated. Surgical treatment: no surgical treatment adverse event#4: severity-mild. Diagnostic test: no diagnostic test. Relatedness: not related. Surgical treatment: no surgical treatment adverse event#5: severity-mild. Diagnostic test: no diagnostic test. Relatedness: surgical procedure associated. Surgical treatment: no surgical treatment adverse event#6 (modified): primary diagnosis-paresthesia left upper extremity. Severity - mild. Diagnostic test: no diagnostic test. Relatedness: not related. Surgical treatment: no surgical treatment adverse event#7: severity-mild. Diagnostic test: no diagnostic test. Relatedness: surgical procedure associated. Surgical treatment: no surgical treatment adverse event#9: severity- moderate. Diagnostic test : no diagnostic test. Relatedness: not related. Surgical treatment: no surgical treatment.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2010 anterior cervical discectomy and fusion (acdf)- extrapharyngeal anterolateral approach. Levels: c4-c5, c5-c6. Initial diagnosis: acdf for treatment of degenerative disc disease (ddd). Post-op the patient had following adverse events. Ae 08 (onset date: (B)(6) 2011) "carpal tunnel symptoms" (nos), right upper extremity. The patient underwent diagnostic test: ap and lateral cervical spine films, diagnostic date: (B)(6) 2011, results: normal. Diagnostic test: MRI w/o contrast, cervical spine, diagnostic date: (B)(6) 2011, results: normal. Neurosurgery fellow discussed patient's concerns, "do's and don't"; advised wait and see approach before undertaking further testing <(>&<)> intervention, to which patient agreed. Ae 09 (onset date: (B)(6) 2011) intermittent, migratory neck <(>&<)> bilateral shoulder pain. The patient underwent diagnostic test: ap and lateral cervical spine films, diagnostic date: (B)(6) 2011, results: normal. Diagnostic test: MRI w/o contrast, cervical spine, diagnostic date: (B)(6) 2011, results: normal. The patient underwent home exercise, physical therapy, referral to pain specialist, interventional neurologist.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.